Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the long bipolar grasper instrument was broken. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue did not involve a complete loss of cautery, intermittent/low energy delivery, or uncontrollable movement of the instrument. Instead, the problem was with limited or imprecise motion, which was caused by a broken cable at the distal end. There was no sparking, arcing, or thermal damage observed, and no wire was exposed due to damaged insulation. The cable was not broken in half, and no piece from the distal end of the instrument detached or broke off. The procedure was completed by removing the instrument and replacing it with a functional one.